Event description:
It was reported that the patient presented to the surgeon and had several series of steroid injections prior to surgery. He described injections "every couple of weeks." His doctor had him lying on the floor" in pain for several months before he could get him scheduled for surgery. He went into surgery but states he had his heart stop three times and they never opened him up. The patient "was hospitalized for awhile" and readmitted approximately 1 month later, 4 days prior to the surgery. When he underwent fusion, he said he was "full of infection" yet the surgery took place. It was reported that the patient underwent an l4-5 360 fusion using rhbmp-2/acs. Reportedly, the bmp was not only used in a "cage" but "shot" down the spine. The patient did well up to 6 months post op. However, after 6 months he developed flu like symptoms and general arthritic symptoms. He experienced neck, back, and leg pain. He experienced wheezing and shortness of breath, cysts developed on his skin, low testosterone, and urinary incontinence. He has seen many doctors and reportedly none of them can determine what is wrong with him. He is currently seeing a chiropractor. Reportedly, the patient's doctor "walked over him" in a parking lot and did not help him when he observed him fall. Patient has been to 39 doctors and "essentially no one will see him." Patient reports that he feels that the doctors just want him to die. The patient is sterile and has a testosterone of 0. He has neck to toe pain and the whole left side of his body is numb. He has difficulty breathing and has been told that he has a "growing mass" in his spine from the rhbmp-2/acs.

Event description:
It was reported that the patient underwent an l4-5 anterior fusion using rhbmp-2/acs on (B)(6) 2009. Subsequently, patient was diagnosed with chronic pain in his back and legs.

Manufacturer narrative:
Implant date: (B)(6) 2009. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with traumatic disruption of the l4-5 interspace with degenerative disk disease. The patient underwent retroperitoneal exposure of the anterior lumbar spine for discectomy and interbody fusion with the interbody cage and bone allograft prosthesis and synthes anterior fixation plate. On (B)(6) 2009, the patient presented with pre-op diagnosis of lytic spondylolisthesis, l4-l5, grade 1; extra foraminal disk herniation, l4-l5 left, with left l4 radiculopathy. The patient underwent anterior lumbar interbody fusion, l4-l5, anterior discectomy and debridgement of granulation tissue, insertion of extra-large 8-degree lordotic interbody implant, 20 mm in height, anterior plate fixation, l4-l5, with synthes atv plate, gill laminectomy, l4-l5 with foraminotomy and discectomy, posterolateral fusion, l4-l5, using local autologous bone and rhbmp-2 and bilateral pedicle screw and rod fixation, l4-l5, using screw and rod connectors. As per-op notes, ¿¿.extra large implant was filled with rhbmp-2 and graft matrix. The implant was impacted, and x-rays showed that it was properly placed in the midline of the disk space.¿. The local bone, which had been harvested from the lamina, had been morselized and the (B)(4). This was combined with graft putty and rhbmp-2 . There were 2 pieces of bmp left over from the anterior procedure. All of the bone was placed on the right side, as the transverse process of l5 on the left was broken¿..¿ on (B)(6) 2009, patient was discharged

Event description:
It was reported that the patient underwent an l4-5 360 fusion using rhbmp-2/acs. Reportedly, when the patient underwent the surgery, he was "full of infection" yet the surgery took place. The patient did well up to 6 months post op. However, after 6 months he developed flu like symptoms and general arthritic symptoms. He experienced neck, back, and leg pain. He experienced wheezing and shortness of breath, cysts developed on his skin, low testosterone, and urinary incontinence. The patient has reportedly seen 33 doctors and none of them can determine what is wrong with him. He is additionally seeing a chiropractor.